Event description:
The customer reported that the device was displaying the low battery and attention symbols when the device was first received. Device shows indications of internal battery problem. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.